Manufacturer narrative:
No information has been provided to date. No information has been provided to date. Device history record (DHR) review will not add value to this investigation as alleged issue was not confirmed. Investigation results do not implicate a service or manufacturing process. A product sample was received for evaluation. Visual and functional testing were performed. It was found that speaker on printed circuit board (pcb) was found to be defective. The root cause of the reported issue was undetermined. The pcb was replaced due to faulty speaker. No further information has been made available to date. Should additional information be returned pertinent to the investigation, a supplemental report will be filed. This remediation MDR was generated under protocol(B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the unit shut off intermittently and the flow is lower than 6. No patient injury was reported.